Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, during the r3 observational study r11019, subject: 06-050 with ¿mild systemic disease¿ experienced (adverse event #03) wasting over both buttocks and slight discomfort over greater trochanteric area which was documented on the ae/crf (dated (B)(6) 2018) as a mild, non-serious event, possibly related to the study device and/or procedure approximately 7 years post operatively . The documented outcome of the complication was ongoing/unresolved; however, no hospitalization was required and ¿reassured as no problems¿. There was a tick/checkmark on the clinical record form for an invasive or surgical procedure; however, no supporting documentation has been provided to fully assess this documentation and it appears to be non-congruent with the remaining entries on adverse event #3/ clinical record form (datafax #107, plate #300). The provided clinical record forms were reviewed; however, the clinical root cause of the reported bilateral wasting (buttocks) and slight discomfort over greater trochanteric area could not be definitively concluded. The patient impact beyond the reported symptoms could not be determined, as per the clinical record form, the mild event was ongoing with no treatment or hospitalization. No further medical assessment could be rendered at this time. Should clinically relevant documentation become available in the future, this case may be re-opened/re-assessed. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to traumatic injury, joint tightness or patient reaction. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, after one (1) r3¿ three hole ha acetabular shell 52 mm, one (1) synergy porous plus hydroxyapatite high offset size 12, one (1) oxinium femoral head 12/14 taper 32mm +4, one (1) r3 20 degree xlpe acetabular liner 32mm inner diameter x outer diameter 52mm and one (1) reflection flexible drill 35mm were utilized in a total hip replacement surgery on (B)(6) 2011, the patient experimented wasting over both buttocks and slight discomfort over greater trochanteric area. No patient hospitalization was reported. This adverse event was indicated to be still unresolved.